Event description:
Reoperation performed on 10/2/96 on elderly female pt due to spinal implants becoming loose, possibly due to technique used during implantation. Implants originally implanted on 7/3/96: l3-5 on left side, l4-5 on right side. All spine system implants removed. Surgeon implanted another graft and different hardware. No implications reported.